Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4)has been completed. The reported problem (check belt messages) has been confirmed. As received, the trunk cable connector was cracked damaging internal wires. Upon eval, the white (drvn_gnd) wire was open in the trunk cable connector. The cause of the check belt messages is the open white wire in the trunk cable connector. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.